Event description:
It was reported that a powered wheelchair unintentionally spun backwards down a hill and tipped over. The user hit his head on the ground and was sore. Medical attention was not sought. Should additional relevant information become available, a supplemental report will be submitted.